Event description:
The complainant reported that during an lv gram, the high pressure tubing ruptured. No one was sprayed as a result of this incident. There was no harm or injury to the patient or to the clinicians.

Manufacturer narrative:
The complainant also reported that they have had 3 other similar incidents. However, information was only provided for this incident. Merit is trying to obtain information about the other incidents. If more information is made available, reports will be filed.